Manufacturer narrative:
Patient weight was not provided. (B)(4). Approximate age of device - 3 years, 3 months. The patient remains on lvad support. Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that a pump stoppage occured due to power source depletion. The system controller was exchanged, and pump function resumed after charged power sources were connected. Additional information was requested, but was not provided.